Event description:
The customer reported that the ventilator exhibited a vent inop error and alarmed while in use on a pt. The customer reported that there was no pt harm. Vent inop, when in use, will stop providing ventilatory support to the pt. During factory evaluation of the device the vent inop was duplicated. It was identified that a flow valve was not working and caused the failure. The flow valve will be replaced to correct the problem.